Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was between 59-460 mg/dl with moderate ketones due to dehydration and insufficient carb ratio settings. Customer was taken to the emergency room and was subsequently hospitalized. Customer received intravenous saline while in hospital and was released in stable condition after one day. Reportedly, pump settings were adjusted insulin therapy was resumed.